Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11: pn 11-163662, ln 466620, 28mm m2a mod head std nk. M2a taper 37/28mm liner, pn 15-105000 ln 894270. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08910; 0001825034-2020-00705. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown cup, lot# unknown, item# unknown, unknown stem, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08909.

Event description:
It was reported that patient underwent initial total right hip arthroplasty on approximately 9 years ago. . Patient underwent revision procedure 9 years post initial implantation due to pain, limited range of motion, inflammation, and elevated metal ions. Attempts were made to obtain additional information; however, none was available.